Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was fractured and distorted. It was also noted that the proximal conductor had blood/body fluid (not obstructed, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a breached depression, and there was blood in/on the helix mechanism. The analyst noted that the exposed svc defibrillator coil was fractured at 38.5 cm. The interior cable continuity is complete.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks. It was also reported that the lead was oversensing and a patient alert was triggered for high lead impedance. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.